Manufacturer narrative:
The customer reported issue was ¿it was reported that there was detached dso seal¿. The customer reported issue was able to be confirmed through visual inspection. The cause of the reported issue was dso seal delamination. The reported issue was resolved by replacing the dso seal. Upon further investigation, it was found out the uso seal was delaminated. The device was repaired by replacing the uso seal. Performed the dso/uso sensor calibration. The device passed all functional and delivery tests performed after repair activities were completed. Software updated and device reset to standard configuration.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was detached dso seal. There was no patient involvement.